Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2025 4:45 am where user's sg was 44 mg/dl and bg was 73 mg/dl.a review of the data management system (dms) revealed that on (B)(6) 2025 3:36 am where user's sg was 49 mg/dl and bg was 73 mg/dla review of the alert history revealed that the user received multiple low glucose alerts during the reported time as their sg value was below the threshold. User didn't seek medical treatment did not treat the event either, as the glucometer confirmed a bg reading of 73 mg/dl. User's hcp was not aware of the event. The user was advised to follow up with the hcp for further medical guidance.a case (B)(4) was created to address sensor inaccuracies inclusive of the event. A review of the in-vivo raw sensor data revealed that overall, bg values meet the sg trends well. For the specific hypoglycemic event, (B)(6) 2025 3:36 am where sg was 49 mg/dl, bg was 73 mg/dl and within 10 mins 3:51 am sg was 80 mg/dl. This demonstrates the inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry after 3-4 sensor readings. The user disagreed with the feedback, stating that he will set up the appointment for the removal because the system is not working as intended.a review of data from the two weeks following the event confirmed a good agreement between sg and bg values. The user was advised to continue using the system. B4. Date of this report 16 june 2025. G3. Date received by the manufacturer? 16 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 22.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2025 at 4:45 am est where user's sg was 44 mg/dl and bg was 73 mg/dl.after dms review, (B)(6) 2025 at 3:31 am est user's sg was 49 mg/dl and bg was 73 mg/dl (fingerstick) at 3:41 am est.after dms review,it was confirmed that the user received a low glucose alert at 3:31 am, when the sg was at 49 mg/dl.the user didn't seek medical treatment and did not treat the event either, as the glucometer confirmed a bg reading of 73 mg/dl.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.